Event description:
The hcp explanted the pump and returned it to the MFR after an implant duration of 39 months. No reason for the explant was given. A follow up report will be sent when additional info is received.